Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 (added healthcare professional) additional information added to field h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Information provided by the customer during the olympus technical assistance center (tac) call, indicated that the user does not power off the clv-190 before connecting or disconnecting the scope. Tac provided the caller with troubleshooting guidance, and advised the caller to always disconnect or connect the scope when light source is powered off. Follow-up with the caller learned that the issue was with the unspecified scope. Based on the results of the investigation, it is possible that contact failure resulted in the scope communication error; however, since the device was not returned for evaluation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the light source loses the image when they wiggle the scope. A second scope was tried and there was an e216 error. The issue occurred during preparation for use for an unknown procedure. The procedure was completed using a similar device with no delay. There were no reports of patient harm. Related complaint (B)(4).

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.